Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the battery was defective. To fix the issue, the fse replaced the battery pack li-ion, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the battery was not recognized by the cardiosave intra aortic balloon pump (iabp) unit. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period.